Event description:
It was reported that the customer received an occlusion alarm. System check with tandem technical support indicated that the occlusion was related to the infusion set cannula. There was no impact to the customer's blood glucose level. Reportedly, customer typically uses cartridge and cannula site for 3.5 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.